Manufacturer narrative:
Per the user guide: the system is indicated for use with u-100 humalog or u-100 novolog insulin. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced continuous elevated blood glucose (bg value reported as "high") with a trace of ketones. Pump supplies were changed and an insulin injection was administered to address bg. Customer reverted to using insulin injections. Tandem technical support reviewed the pump data and found that the fill tubing step was performed 1 day after the pump supply was changed. Contact acknowledged that use error was likely the cause of the elevated bg. Reportedly, customer was using fiasp insulin in the cartridge which is not labeled for use with the pump.